Event description:
Additional information was received from the consumer. It was reported that the patient would follow-up with their doctor due to the ins being implanted in the wrong spot on the wrong side of the body. The patient also stated that their skin turned blue and got sore 6-8 months prior to the report.

Event description:
Information received from a patient reported that they had a pocket issue at the site of their implantable neurostimulator (ins). The patient reported that their healthcare provider (hcp) had put the implant in the ¿wrong¿ location. The patient stated that the hcp had put 3 marker dots on their left side near their hip where the implant was supposed to be, but accidentally ended up putting it on the right side of the patient¿s butt. It was reported that the patient went to see the hcp during the summer of 2016 to tell them that the ins was in the wrong place and the hcp apologized. The patient stated that the implant would hurt real badly because they would have to sit on it, and actually had to sit sideways to avoid sitting on it. The patient also stated that they would get bruises around the implant and it would be sore in that area as well. It was noted that the patient didn¿t like recharging because when they would pull the adhesive discs off from charging, it would be sore for hours. The patient reported that they lost a lot of weight because of their husband dying and they could feel the battery moving around in the pocket. It was noted that the patient noticed the ins moving around about a year prior to the date of this report. The patient was to follow up with their hcp about their symptoms and to discuss a possible pocket revision. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.